Event description:
An aus device was implanted on 7/30/96. The pump was revised on 10/21/96. The pump and balloon were removed from the pt on 1/14/97. The cuff was removed from the pt on 3/4/97 due to erosion.